Manufacturer narrative:
The driver was not returned, however a photograph was provided and used for evaluation. The tip was confirmed to have fractured off. The cause cannot be determined since the driver and the mating torque limiting handle were not returned for evaluation. There were no indications of manufacturing issues found during the DHR review which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00095 - 3003853072-2017-00097.

Event description:
It was reported that the tips of three drivers broke during surgery. They were each being used to final tighten the blockers into the mating pedicle screws when they broke. The patient retained one tip, but there were no other reports of patient impacts associated with this event. The procedure was completed using an alternative driver.this is report two of three for this event.